Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72hours. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal, and bolus delivery. Customer's blood glucose level was 302 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly, the customer was able to load a cartridge, and had manual insulin injections available as alternate insulin therapy. While reviewing the pump's history logs, it was reported that the customer was changing their cartridge every 4 to 5 days.